Event description:
Caller states that their device tested at 330mg/dl. A half hour later the customer tested 107mg/dl on the device and a doctor's device tested customer at 95mg/dl at the same time. No treatment recived. No quality controls were used. Requested return of suspect device and replacement was sent.